Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl and ckmb results from a single pt that were generated by the access instrument. The elevated accu tnl result was 1.27ng/ml and ckmb result was 12.0ng/ml. Both results were reported out of the lab. The customer re-centrifuged the original pt sample, and then re-tested for an accu tnl (ckmb was not re-tested). The corrected accu tnl result of 0.01ng/ml was reported. On the next day, a fresh sample was collected form the pt and tested for an accu tnl and ckmb. The accu tnl result was 0.13ng/ml and ckmb result was 1.5ng/ml. The ckmb result was reported out of the lab. The customer re-centrifuged the pt sample and re-tested for an accu tnl. The accu tnl result of 0.04ng/ml was reported out of the lab. The customer indicated that there has been no change to pt treatment attributed to this event.